Event description:
It was reported that during an right atrial (ra) lead implant attempt there was placement difficulty noted. The lead was positioned in the ra and the helix deployed. The helix was retracted and they physician felt it "pop". The physician was unsure if the helix would ever retract to allow for a re-position and requested a new lead. Upon removal of the lead it was suspected that built up torque transmitted to the tip and the helix retracted and it appeared the counter rotations had caused the mechanism to break. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst noted, "the helix did not extend due to distal conductor distortion and fracture in the connector due to over-rotation (spin)."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.